Event description:
It was reported that the software analyzer originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during testing the analyzer passed its functional testing however it was noted that the cable connector would not fully seat into the analyzer connector and the analyzer was to be sent on for repair and restock. Concomitant medical products: product ID 2067 radiofrequency programmer head. (B)(4).